Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications especially the extrusion force value showing an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling, assembling and packaging and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device analysis summary: an empty syringe of 1.0ml was received without the cap, no needle. A crack is observed at the 3mm luer lock level. A plastic part is missing. Device labeling addresses the reported event as follows: sterilisation: "the contents of the juvéderm® voluma¿ with lidocaine syringes is sterilised by moist heat. The 27g1/2¿ needles are sterilised by radiation." Method of use-posology "juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported a syringe of juvéderm® voluma¿ with lidocaine "broke during injection." No noted injury to patient or injecting physician.